Event description:
It was originally reported that the patient was unable to adjust her stimulation. It was noted that she had reached the upper limit of her stimulation. The patient had her device replaced. Further information was requested from the healthcare professional.